Event description:
Sex: unk. Procedure: lap hernia repair. Reportedly, when a 5mm hand instrument was inserted into the trocar, shavings were produced which dispensed into the body cavity. Photo will be sent. No other info. Shavings were retrieved towards end of the surgical procedure.